Manufacturer narrative:
(B)(4): the meter failed testing the spc pin 2 was lifted high. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging a test strip port/ casing issue with the patient's onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. A day after the start of the alleged issue, the reporter claims the patient had a "tingling sensation all over her body." The reporter denied the patient received medical treatment. There was no indication of misuse. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury. The reporter also denied the patient received treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.